Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred during the loading process. Blood glucose was 195 mg/dl. Customer reverted to using insulin pens for insulin therapy.